Event description:
When injecting df5 back into the d-vial, a black particulate floated up.

Manufacturer narrative:
There was no death or serious injury reported. In follow up correspondence, it was learned that the dose was redrawn and a new d-vial set was used. A batch record review was performed and did not display anything abnormal for the manufacturing process. The device was not returned for further investigation. The catheter diameter and in-line filters would prevent such fragments from reaching the patient. A retrospective MDR has been filed out of an abundance of caution as the particulate or its origin could not be determined.